Manufacturer narrative:
There were no zilver ptx devices of lot number c778684 in stock at the time of the complaint investigation. A document based investigation was carried out as the device was not available for eval. The stent was implanted in the patient therefore is not available for eval. Still image was provided for this complaint and reviewed. From the image provided, reocclusion could not be confirmed. Due to poor visibility and availability of still image only, no other comments were possible to provide. As per instruction for use restenosis of the stented artery is noted as a potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the mfg records for zilver ptx and zilver ptx drug eluting stent revealed no discrepancies that could have contributed to this complaint. Pre existing conditions indicate that the pt suffered from diabetes, hypertension and hypercholesterolemia. These conditions could have contributed to the restenosis in this case. However, as the complaint description states that thrombosis did not occur, a definitive cause of stent reocclusion in this case cannot be determined. Quality engineering assessed the complaint using the health risk assessment (hra) scale and the risk has been determined to be moderate. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On the (B)(6) 2013, revascularization was performed with three ptx devices in the left sfa: ziv6-35-125-7.0-40-ptx (lot number c778684) in the proximal site, ziv6-35-125-7.0-120-ptx (lot number c780927) in the middle site and ziv6-35-125-6.0-120-ptx (lot number c806021) in the distal site. Date unk. After implantation of the ptx stents, the patient complained of pain and claudication. Abi values decreased and the patient was rehospitalized. On the (B)(6) 2013 angiography confirmed complete occlusion from the entrance of sfa. The occlusion was confirmed as reocclusion in all the three stents. Thrombosis did not occur. Then, revascularization was performed; after poba, smart stents 6-12 & 7-8 (by cordis) were placed in the site where stents were not expanded sufficiently to preserve blood flow. There has been no patient outcome reported.